Event description:
It was reported the physician inserted the 1st agilis introducer into the vessel and the ensite array catheter was inserted into the 1st agilis introducer. The physician bent the agilis introducer towards the rv apex while the catheter was in the agilis introducer. When about half of the balloon portion of the array catheter was protruding from the tip of the agilis, the physician heard a clicking noise. Then the agilis introducer became straightened and was not able to deflect any more. It appeared as if the pullwire broke. So the agilis and ensite devices were extracted from the pt's body. After extraction of the agilis introducer, the physician attempted one more time to do the same procedure. The 2nd agilis introducer was inserted into the vessel. The same ensite array catheter was inserted into the 2nd agilis introducer. Again, the agilis introducer became non-deflectable. So the 2nd agilis introducer and ensite array catheter were extracted from the pt's body. After extracting the agilis introducer, a 10f fast cath introducer (B)(4) was used towards the rv apex and the ensite array catheter was inserted and the case was successful. The pt did not experience any complications. The physician stated it was easier for him to manipulate the fast cath (B)(4) than the agilis. Along with the broken pull wire in the attached incident report, the hemostasis valve end cap came off.

Manufacturer narrative:
We are in the process of investigating this event. A follow up report will be submitted upon completion of our investigation. (B)(4)